Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began at approximately 5pm on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with novolog and levemir and there is no indication that she made changes to her insulin. She reported that one day prior to the alleged issue occurring, she consumed less food for an unknown reason. The patient claimed at an unknown time after the alleged issue occurred; she developed symptoms of ¿rapid heartbeat.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. It is not known whether the batteries needed to be replaced based on the age of batteries and use of the meter. The issue remained unresolved. Subject products were requested to be returned for investigation but have not yet been received. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.